Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead was explanted and replaced due to high capture threshold. There were no adverse events after the procedure.